Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Further research of the service history suggests that the last preventive maintenance (pm) was done in march 2014. The unit was due for reconditioning in november 2014 but it was not sent to the manufacturer for reconditioning. As per the field service representative (fsr), the customer is aware of two year reconditioning schedule of the electronic patient gas system (epgs). Their biomedical engineers (biomed) are refurbishing the epgs units. The customer did not want to pay for reconditioning, therefore they did not send the epgs to the manufacturer in 2014. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The pst checked the oxygen (o2) sensor hours and found it to be at 300,241 hours which would cause the ¿service gas system¿ alarm (more than 300,000 hours causes the alarm). The pst reset the o2 hours to zero to allow for testing of functionality. He connected the epgs to a system-1 simulator and central control monitor (ccm), attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. The pst initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.76 volts, within the specification of 0.55-2.758 volts.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, when the electronic patient gas system (epgs) was assigned to a perfusion screen, a "service gas system" alarm occurred immediately. There was no patient involvement.